Manufacturer narrative:
(B)(4). Maude report number: mw5078717. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during laparoscopic hysterectomy, the device being used was suddenly missing the tiny white, plastic piece located on the inside of the jaws. Plastic piece believed to be left in patient and unable to be found.¿ no additional information was provided. There were no patient consequences reported.